Manufacturer narrative:
The impella cp was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient had impella cp pump inserted in the right femoral for cardiomyopathy. It was reported that four days after impella insertion, the patient experienced bleeding at the access site. While troubleshooting the issue the physician noted the puncture angle was loose. The puncture site was firmly fixed to stop the bleeding, and the patient received 2 units of red cell count for anemia. The further information was provided.